Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that only one side of the ambicor penile prosthesis (app) device pumped up. There was a leak in one of the cylinders. All components were explanted and replaced. No adverse patient effects.